Event description:
Country of complaint: (B)(6). During the packaging of tobacco pouch on the mucosa membrane of the anal canal, there was a disconnection of the suture needle, which was incorporated into the tissue and has not been recovered despite all attempts.

Manufacturer narrative:
United states reporting agent notified on (B)(4) 2014. Samples received: no samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There were no previous complaints of this code/batch. There are no units in stock. The complaint is justified for isolate detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified).